Event description:
It was reported that at a recent follow-up appointment, the physician observed an episode of over-sensed myopotential noise from this subcutaneous implantable cardioverter defibrillator (s-ICD) in the primary sensing vector, which resulted in an inappropriate shock delivery. Additionally, the episode revealed low r-wave amplitude measurements. Boston scientific technical services (ts) was contacted for advice during the appointment, and instructed the physician to perform system integrity testing via isometrics, and maneuvers. It was observed that the myopotential noise and variable r-wave amplitude measurements were present in all three sensing vectors. Despite the risk for further inappropriate therapy, the physician elected to program the device to the primary sensing vector with 2x gain and continue with close remote monitoring prior to a potential system revision. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.